Event description:
It was reported that the left ventricular lead exhibited loss of capture and high impedance. Lead revision was planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.